Manufacturer narrative:
All available information was investigated and the reported issue was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported bending/deflection of the delivery catheter shaft appears to be a normal function of lock lever retraction. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The device was received. It has not yet been received. A follow up report will be submitted with all additional relevant information. The steerable guide catheter device referenced in b5 is filed under a separate medwatch report number.

Event description:
This is filed to report during preparation, the tip deflection had more bent than normal. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. During preparation of the first clip delivery system (cds), the tip of the cds shaft bent more than usual when physician unlocked the lock lever. Therefore, the cds was not used in the procedure. The steerable guide catheter was advanced to the left atrium and a clip delivery system (cds) was advanced to the mitral valve. One clip was implanted, reducing mr to 1. When transesophageal echocardiography was checked after the procedure, an effusion was confirmed. After 20 minutes, there was no increase in the effusion. The effusion could have been caused when the sgc was inserted into the left atrium. No additional information was provided.